Manufacturer narrative:
Unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery test due to the prime anomaly. An unexpected grinding motor noise was noted during the rewind due to a faulty motor. The pump was received with a cracked case at the display window corners and belt clip slot. The pump had minor scratches on the lcd window, a peeling and damaged back address / serial number label, and a stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 320 mg/dl. The customer stated that they had changed the infusion and reservoir sets and still had excessive no delivery alarms. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided.